Manufacturer narrative:
.

Event description:
It was reported when a symptomatic patient presented in clinic, post sensed t wave oversensing on ventricular channel was observed. Patient had received inappropriate therapy. The physician elected to replace the device as the device was near eri.